Manufacturer narrative:
D.4. Medical device catalog #: 15656717 was reported, however, this was not found to be associated with any bd product. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was difficult to operate and no liquid would pass through during use. The following information was provided by the initial reporter: "pharmacy complains that the needles are bend. No liquid passes through."

Event description:
It was reported that the bd ultra-fine¿ pro pen needle was difficult to operate and no liquid would pass through during use. The following information was provided by the initial reporter: "pharmacy complains that the needles are bend. No liquid passes through."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.